Manufacturer narrative:
Device not returned to manufacture.

Manufacturer narrative:
The complaint investigator's visual inspection confirmed that this abutment screw has fractured. No lot number was provided for review, therefore device history record and complaint history reviews were not able to be completed. No cause for this device fracture can be determined. No indication of a manufacturing deviation that would contribute to the reported malfunction was found. (B)(4).

Event description:
The doctor indicated that the abutment screw fracture. The doctor was able to remove the screw without damaging the implant.